Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. One unknown biomet mount were returned for investigation. Visual evaluation of the as returned products identified mount screw fragment inside the implant. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determine was the use of incorrect techniques. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Customer reported broken carrier inside implant, for restoring/temp. Tooth site #4 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). D10:bopt4311, 3i t3 tapered implant 4/3 x 11.5mm, lot number 2021120160.